Event description:
It was reported that during a percutaneous coronary stenting treatment procedure, a stent dislodgement occurred. The 90% stenosed target lesion was located in the calcified and moderately tortuous mid right coronary artery (rca). During preparation of the 3.5 x 24mm liberte bare mr stent delivery system the stent became stretched and dislodged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.

Event description:
It was reported that during a percutaneous coronary stenting treatment procedure a stent dislodgement occurred. The 90% stenosed target lesion was located in the calcified and moderately tortuous mid right coronary artery (rca). During preparation of the 3.5 x 24mm liberte bare mr stent delivery system the stent became stretched and dislodged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device returned to MFR: received for analysis was the detached stent, stored in a plastic container, and the delivery catheter. An examination of the stent found that the stent was stretched. An examination of the delivery catheter identified that the balloon had been inflated and there was a build up of liquid inside the balloon. A clear impression of the stent crimp was visible on the balloon material. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).